Event description:
It was reported by a competitor that the patient received inappropriate therapy due to noise on the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Product event summary : the partial lead in segments was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There were fractures due to cuts on both the right ventricular (rv) and superior vena cava (svc) defibrillation coils. (B)(4).